Event description:
Robotic wrist instrument "prograsp forceps" cable cord broke while being used inside patient's abdomen. Instrument was on its last life for use. Instrument was then removed and labeled broken.